Event description:
A malfunction alarm was reported as occurring with the customer's pump, identified as malfunction code 0, but there was no adverse impact to the customer's blood glucose level, maintaining below 500 mg/dl. The customer, with guidance from cts, decided to switch to multiple daily injections to ensure continued insulin delivery, and a replacement pump was arranged. The customer acknowledged instructions to enter storage mode before returning the defective pump using a prepaid label within 10 days.